Event description:
It was reported that less than 36 hours after placement, serosanguinous drainage was observed on the dressing. It was stated the dressing was removed after 48 hours and the skin was described as "burned", with a full thickness wound. It was reported that the site had been prepped with betadine prior to placing the dressing. The area was treated with topical antibiotic ointment only.